Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The casing was scratched but not cracked around the u-grove. The investigation was unable to confirm the reported cracked casing issue. On investigation, the pump powered up and functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, a crack was found on the battery compartment along the u-grove. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.